Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. As the customer resolved the issue prior to contacting tandem technical support, no troubleshooting was performed. Reportedly, the customer cleared the alarm and successfully resumed insulin delivery. There was no reported impact to customer's blood glucose level.